Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a procedure, the healicoil regenesorb suture anchore loosened by itself after implantation. It is unknown how the procedure was completed and if a delay occurred. No patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned with original packaging and there is debris on it. The anchor has broken threads on one side, the suture threads are missing. No other physical damage is visible to the device. A functional evaluation of the returned device found that mechanical portion of the device does work. Device passed all functional tests. It was determined the device did not contribute to the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended or inappropriate or excessive force to the device please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate.¿ a review of the raw material found the storage requirements, material specifications, and material tests were appropriately documented. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a procedure, the healicoil regenesorb suture anchor loosened by itself after implantation. It is unknown how the procedure was completed and if a delay occurred. No other complications were reported.